Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve was dislodged. Hemostatic valve failure. When the smarttouch sf catheter was removed, reverse blood occurred from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was dislodged into the hub. The hemostatic valve itself was intact. The procedure was performed as usual. The procedure was completed without any problems after replacing carto vizigo¿ 8.5f bi-directional guiding sheath - small with a new one. Additional information was received. No air entered the patient¿s body. A few drops of blood was lost, but the exact amount is unknown. The valve was totally separated. It was dislodged inside of the hub. No needle product was used with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve was dislodged. Hemostatic valve failure. When the smarttouch sf catheter was removed, reverse blood occurred from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was dislodged into the hub. The hemostatic valve itself was intact. The procedure was performed as usual. The procedure was completed without any problems after replacing carto vizigo¿ 8.5f bi-directional guiding sheath - small with a new one. Device evaluation details: on 8-may-2024, the product was returned to biosense webster inc (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve issue reported by the customer was confirmed. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).